Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. It was reported that the customer experienced a low blood glucose (bg) level ranging from 40 to 84 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.